Event description:
It was reported that the left ventricular lead had a progressive rise in threshold. The lead remains in use. It was also noted the patient is enrolled in the sytems longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.